Event description:
The customer initially called regarding an error code on the contour next ez. During the call the customer received an out of range control reading of 149mg/dl . The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was asked to return the control solution for investigation. New meter, strips and control were sent to him.

Manufacturer narrative:
Remedial action and correction/removal reporting number. This information was not provided in the initial report.